Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer declined troubleshooting for high blood glucose. The customer's blood glucose at the time of incident it was over 500 mg/dl for both times. The customer was also reported that insulin pump was exposed to moisture and insulin pump passed the self test. The customer reported that reservoir was leaked at the reservoir top where it inserted o ring and p cap. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump received with frozen display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to frozen display.